Event description:
This lead ra lead was implanted on (B)(6) 2017 and remains implanted at this time. A call placed to technical services on (B)(6) 2018 indicated that in the combined follow-up report. The atrial intrinsic amplitude was out of range on (B)(6) 2018. It was also noted that there was atrial undersensing. The physician was dr.(B)(6) at (B)(6) hospital . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).